Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients family member that the patient "symptoms are similar to what they were prior to receiving a pacemaker...it doesn't really seem to be working...it doesn't seem to be doing anything. Is it not fast enough?" And the patient experiences dizziness and tiredness. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.